Event description:
Caller stated that she sought medical attention on (B)(6) 2024 around 9:30pm at home. Caller stated that she was unable to test with her prodigy meter due to the meter not powering on. Caller stated that she was feeling weak and called paramedics due to not being able to test. Caller stated that she did not consume any food drink or medication while waiting. Paramedics arrived in about 8 minutes, tested the caller with their meter 2 times, and received a reading of 247mg/dl and 286mg/dl. Paramedics gave the caller glucose medicine. Caller was unable to provide what medications she is currently taking; she did say she is on insulin and high blood pressure medication. Caller was not transported to the hospital. Caller stated that her blood glucose was 200mg/dl before the paramedics left. There was no additional information provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). 2.the meter that was shipped to pdc on 2022-04-11 and okb received the returned meter fron pdc. We re-examined its setting and all functions, and no malfunction occurred. Standby current (3.8ua) of the suspected meter met acceptance criteria (< 55 ua). 3.because no information of strips were provided, suspected meters was used to re-test by any retained strips (lot#: d230320b-4) and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 77/78; level high: 333/338) met the acceptance criteria (level low: 40~85; level high: 230~340). 4.as above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.